Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroid procedure, the first device no clip deployed into the jaws and the jaws tore the vessel. The same event happened while using the second device. Bleeding occurred that had to be controlled with suture. There was no blood transfusion needed. Suture was used to complete the procedure. No adverse consequences reported. Two devices will be returned.

Manufacturer narrative:
(B)(4). Devices a and b were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices were cycled, fed, and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. Prior to each clip application, inspect the jaws to ensure the clip is fully advanced to the tip of the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.